Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgery, the user is experiencing issues with the needle holder not gripping the needle securely and performing suturing. As a result, the needle twists within the jaws and does not follow the intended path. This can and has resulted in leaks at the urethrovesical anastomosis. The user expressed concern that similar challenges may arise during vascular control. Additionally, these issues slow down the procedure due to the need for constant readjustment and repositioning of the needle. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.